Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for severe diabetes ketoacidosis and high blood glucose of over 400mg/dl. It was stated that the last infusion set change was three days prior ot her admission. It was stated that the customer was vomiting all day and was feeling sick while being at the amusement park with the family. Troubleshooting was performed. The father stated that the infusion set was changed and delivered several boluses, but the customer's glucose continued to rise. Advised the father that the customer should be on back up plan until the replacement of the insulin pump arrives. No further info was provided.